Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications. 22 according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the gore® excluder® aaa endoprosthesis is not recommended in patients who cannot tolerate contrast agents necessary for intraoperative and post-operative follow-up imaging. The IFU also states adverse events that may occur and/ or require intervention include but are not limited to improper component placements.

Event description:
On (B)(6) 2015 a patient with poor renal function and a previously implanted renal stent, underwent treatment for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses featuring c3® delivery system. The trunk-ipsilateral leg component was prepped according to the instructions for use. The c-arm was positioned for optimal visualization. The trunk-ipsilateral leg component was advanced through an 18fr gore® dryseal sheath, on the patient's left side, landing just below a stent in the right renal artery, which extended approximately 5mm into the aorta. An angiographic run was performed. The trunk ipsilateral leg component was deployed, but it moved distally by 5mm, so the component was repositioned by moving it proximally, then reopening it. The contralateral gate was then cannulated and the ipsilateral leg was deployed. A cook coda balloon was inserted and inflated within the proximal neck, the graft, the component overlap and distal limbs. A final angiographic run showed the trunk ipsilateral leg component to have slipped distally, approximately 10mm into the aneurysm. Since the patient's renal function was poor, and the patient couldn't withstand additional contrast administration, a plan was made to reintervene another time. The patient is being monitored.

Manufacturer narrative:
Updated description.

Event description:
On (B)(6) 2015 a patient with poor renal function and a previously implanted renal stent, underwent treatment for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses featuring c3® delivery system. The trunk-ipsilateral leg component was prepped according to the instructions for use. The c-arm was positioned for optimal visualization. The trunk-ipsilateral leg. Component was advanced through an 18fr gore® dryseal sheath, on the patient's left side, landing just below a stent in the right renal artery, which extended approximately 5mm into the aorta. An angiographic run was performed. The trunk ipsilateral leg component was deployed, but it moved distally by 5mm, so the component was repositioned by moving it proximally, then reopening it. The contralateral gate was then cannulated and the ipsilateral leg was deployed. A cook coda balloon was inserted and inflated within the proximal neck, the graft, the component overlap and distal limbs. A final angiographic run showed the trunk ipsilateral leg component to have slipped distally, approximately 10mm into the aneurysm. Since the patient's renal function was poor, and the patient couldn't withstand additional contrast administration, a plan was made to reintervene another time. On (B)(6) 2015 a reintervention took place whereby a sinus xl self expanding stent (32mm x 40mm) was deployed via left groin access into the proximal portion of the trunk-ipsilateral leg excluder component to seal the edge of the graft to the artery wall. A v12 balloon expandable stent (6x22mm) was advanced via left brachial access and used to extend the previously placed renal stent as a snorkel procedure. A gore® excluder® aortic extender (28.5mm x3.3cm) was deployed distal to the sma. A gore® excluder® aortic extender ((32mmx4.4cm) was then deployed as a bridge to the trunk-ipsilateral leg component and the 28.5mm aortic extender. A coda balloon was inflated in the aortic extenders with a pta balloon in the v12 stent (also inflated). An angiographic run showed the endoleak was still present. It was decided to wait until the heparin wore off and check the patient in a few days. On (B)(6) 2015 it was reported the endoleak had resolved and the patient was discharged.